Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer inadvertently reconnected to the pump and had forgotten to stop the fill tubing. He realized it immediately and stopped the fill. The customer believed less than .5 units of unintended insulin was received. Tandem technical support followed up, the customer indicated that their blood glucose level was 145 mg/dl and doing fine.